Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that during use the ventilator generated a blower temperature high error code. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 06feb2019. Date rec'd by MFR: 31jan2019. The customer reported that the reported issue could not be duplicated through several hours of testing and monitoring. The ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.